Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece for analysis. As received, the helix was extended, stretched, damaged and covered in tissue. The helix mechanism test was unable to be performed due to as received damaged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Event description:
It was reported that the right atrial lead had dislodged. The right atrial lead was explanted and replaced on (B)(6) 2019. During atrial lead explant, cardiac tissue was noted at the lead helix. Patient was stable post-procedure.